Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a onetouch basic meter was giving a "not ok" message. The lay-user/pt is currently living in another country. Approx four months earlier or the following month, the pt was reportedly "unresponsive" and hospitalized for 3-4 days. The reporter did not know if the alleged meter issue contributed to the pt's symptom of being "unresponsive" and being hospitalized. The reporter said he was hospitalized "because of his sugar" and that "apparently his blood sugar was high." The pt also added that she knew he had not been able to test for a while. The reporter did not know when the alleged meter issue started. She also did not know if the pt was even testing or able to test before the reported event occurred. The reporter also indicated that on an unspecified date two months later or the following month, the pt reportedly had symptoms of having "problems moving his legs." The reporter stated that the pt was not hospitalized due to that issue. She did mention that the pt takes insulin, but the details of his medication regimen are unknown. Also, the reporter stated that at that time, the reported meter was definitely not working because of the "not ok" issue. The reporter was unable to provide further info. The reporter did not know the following info: the pt's testing frequency, what treatment he received in the hospital, what his blood glucose levels were during the hospitalization, when the alleged meter issue started, and if the pt was supposed to be taking medication based on his meter readings. It would have been helpful to know why the pt was hospitalized, what his medication and diabetes management regimens consist of, if the pt made any changes to the regimens because of the meter issue, and what actions the pt took before and during the reported events. During troubleshooting, the customer care advocate (cca) discovered that the pt was using "unicheck" test strips with his one touch basic meter. The "not ok" issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged that the reported device was giving a "not ok" message but did not know the duration of the meter issue. The pt was reportedly "unresponsive", had high blood sugar, and was hospitalized.